Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their reservoir was leaking insulin. Customer stated that insulin is leaking into the reservoir compartment. During troubleshooting, customer was asked to perform self test and advised to change reservoir set. Customer treated high blood glucose levels with manual insulin injections. Customer's blood glucose level was 210 mg/dl at time of reporting. Nothing further reported.